Event description:
It was reported that during a davinci si partial nephrectomy procedure, the customer reported that a piece of the wire was sticking out of fenestrated bipolar instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Instrument passed electrical continuity test. Engineering also observed indentations and scratches on the distal pulleys. Both distal pulleys appeared to have scratches and one distal pulley also exhibited indentations on the pulley's edge. Additional observation not reported by site was tube damage. The distal end of main tube had various scratch marks with light material removal. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.